Event description:
(B)(4). Same case as 2134265-2009-04971.it was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was located in the circumflex (cx) artery. The reference vessel diameter was 3mm and the lesion length was 6mm. Pre-procedure was 85% stenosis and post-procedure was 0% stenosis. A 3.0x8mm liberte stent was implanted. Target lesion 2 was in located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.0x32mm liberte stent was implanted. No attempt made for direct stenting. Due to a dissection an additional liberte stent was implanted. Target lesion 3 was located in the rca. The reference vessel diameter was 2.7mm and the lesion length was 20mm. No information provided for pre-procedure/post-procedure stenosis. A 2.75x20mm liberte stent was implanted. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 2 days later without anginal complaints or silent ischemia. Discharge medication included asa 100 mg daily/indefinitely and clopidogrel 75 mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.